Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient experienced acute pericarditis with a ¿non-significant¿ pericardial effusion. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.